Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor power was too low and faulty. It was also noted that the device failed pretest for motor found faulty.. Failure reported by the affiliate has been confirmed.the device failed following inspection criteria during pretest check the triggers and ecu function, check switching function, check the oscillation angle, check the off/osc/on switch mode function. It was reported in the service order that the device had an unspecified malfunction while in use with the battery device and battery casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.